Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) inspected the drawer and found the lower half dragging in the cabinet with the controller lights off. Due to the difficulty in opening the drawer, the entire unit was swapped out. All drawers were tested, printer drivers were properly configured, and the battery was replaced. All tests in hardware test application were passed without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer had failed and unable to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Part analysis: the report of the drawer failure was confirmed by fse. According to wo (B)(4): the fse inspected the drawer and reported that the lower half drags in cabinet; the lights on controller board were dark. Since it was hard to open the drawer, the entire unit was swapped out. The drawer was configured, the firmware updated, and the acceptance test completed without any issues. The drawers were tested, the printer drivers properly set up and the battery replaced. All tests in hta passed without issues. No visible damage was found during the inspection. During laboratory testing, it was observed that both drawers required extra force to open. Internal inspection revealed that the bearing cages had slightly migrated. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the failing drawer was due to a migrating slide bearing cage on both slides of drawer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer had failed and unable to open. As per part investigation, it was determined that there was migrating slide bearing cage on both slides of drawer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.